Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial tachycardia, atrial fibrillation and rapid ventricular response after having a n on-conditional magnetic resonance imaging (MRI) scan. The implantable pulse generator (ipg) was reprogrammed, the patient was cardioverted and the ipg was remains in use. No further patient complications have been reported as a result of this event.